Event description:
During a vitrectomy procedure, the cutter from this vitrectomy pack would not cut the vitreous.

Manufacturer narrative:
This form has been completed by the manufacturer. The needle was received bent which possibly caused the cutter to not cut at 30 cpm.